Event description:
Report received of an overdelivery. The customer contact indicated that the event was result of an operator error in programming the device. In 2004 at 1915, the device was programmed in the dose calculation mode to deliver in units/hr, a concentration of 25000units in 250ml with a dose of 800units/hr and a calculated rate of 80ml/hr. At 2020, the nurse noted the error. The infusion was turned off. The physician was notified. The device was removed from clinical service. Therapy was resumed at an unspecified time using a replacement device. The reporter indicated that the "labs were out of range." There were no adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.